Manufacturer narrative:
All buttons functioning properly. However, found corroded keypad traces. No button error alarm during testing and no physical damage noted.

Event description:
The caller reported that the insulin pump alarmed button error. The insulin pump was recently taken out of the box. Customer's blood glucose level was 114 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.